Event description:
Patient was in ICU bed with bedside monitoring and on crrt (continuous renal replacement therapy). Patient was found by nurse with slow, wide ECG rhythm on the bedside monitor and a disconnected pt blood return line on the crrt.